Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the customer filled the cartridge with a full syringe; however, the contact was unable to confirm on whether this meant 300 units or the full capacity of the syringe. There was no reported impact to the customer's blood glucose level as the pump was being used with saline. Several hours later, the contact call back and went through the load process with tandem technical support, and was able to successfully resume pump therapy.